Event description:
N/a.

Manufacturer narrative:
The certas valve (828806) was not returned for evaluation (as per customer, product not available). Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for disconnection of the lumber catheter is suspected issue reported by the customer could be due to the catheter not being sutured to the valve or increased strain on the catheter due to insufficient length. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) female patient via lumbar peritoneal shunt on (B)(6) 2017 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The disconnection of the lumber catheter is suspected and the set pressure may be higher. It is unknown if the valve was removed.